Event description:
It was reported that there was a high impedance alert from the pulse generator. The clinic wanted to know how to program the beeping off. The alert was due to the electrode having been cut and capped. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that there was a high impedance alert from the pulse generator. The clinic wanted to know how to program the beeping off. The alert was due to the electrode having been cut and capped. There were no additional adverse patient effects.